Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that a cartridge alarm 9 occurred. Reportedly, the customer reloaded the same cartridge successfully. Customer's blood glucose level ranged from 184 mg/dl to 221 mg/dl.